Event description:
Patient reported their right canine is sensitive and discolored, there is some sensitivity in the molar next to the tooth. Patient is contraindicated due to having crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.